Event description:
A surgeon reported a posterior capsular (pc) tear occurred during a procedure. Additional info was received from the clinical application specialist reporting that while observing the procedure, he noted that the surgeon could not get the lens to spin during hydrodissection, and was thought to be a result of a suspected posterior subcapsular cataract (psc). While in phaco mode, "the phaco needled", the posterior capsule tore, and the nucleus fell back. The surgeon did not perform a vitrectomy and no intraocular lens was implanted. The reported the next day that the pt was going to have secondary procedure (vitrectomy) that same week. A completed questionnaire was received indicating during the phaco portion of procedure, the surgeon had a hard time trying to get the lens free. He proceeded to hydro dissect 4 times as was still not able to get the lens to spin. He was asked if the lens was attached to the posterior capsule and he said he was not sure, but could not get the lens to move even with all the hydro dissecting he was doing. When he was removing the nucleus, he was down to the last piece of the lens when he tried to remove it, the capsule tore and the piece went to the back of the eye.

Manufacturer narrative:
A questionnaire was received and reviewed by a clinical analyst, who stated the following: during the phaco portion of procedure, the surgeon had a hard time trying to get the lens free, he proceeded to hydro dissect 4 times and was still not able to get the lens to spin. The surgeon was not sure if the lens was attached to the posterior capsule. The surgeon could not get the lens to more even with all the hydro dissecting he was doing. When he was removing the nucleus, he was down to the last piece of the lens when he tried to remove it, the posterior capsule tore and the piece went to the back of the eye. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined conclusively. (B)(4).